Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not export portable data files to the universal serial bus mass storage device, and noted that a software reload would be required to resolve. Analysis also found that the display changed colors and had lines through it when it was moved and would need the display flex cable replaced to resolve, that there were broken tabs on the power cord bay door, that there was corrosion on the lower case, link electronic module board, power supply, bulk head and analyzer bay and it was noted that due to this widespread corrosion the programmer would not be repaired but would instead be scrapped. (B)(4).

Event description:
It was reported that the programmer would not export portable data files (pdf's) to the universal serial bus (usb) mass storage device. It was noted that both ports were tried. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.